Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, proximal to mid left anterior descending (lad) artery. The lesion was predilated with a 2.0 x 20 mm non-boston scientific balloon. The 2.50 x 24mm express2 monorail coronary stent was inserted, but the stent was unable to cross the lesion. When the stent was withdrawn, the physician noticed that a proximal portion of the stent was curled up. The procedure was completed with another 2.50 x 20 mm express2. No patient complications were reported. Patient status reported as "good".